Event description:
It was reported that patient had four second pauses recorded and no pacing spikes were noted on the electrocardiogram. This was thought to be oversensing. The lead was found to have stable capture and impedance. Isometric and pocket manipulation was unable to solicit noise. There was no known sources of electromagnetic interference noted. The device was programmed to voo upipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5826 implantable pulse generator. (B)(4).